Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary the tfna 11mm/130 deg ti cann tfna 400mm/left - sterile (p/n 04.037.161s lot h065787) was received broken into two pieces with a transverse fracture at the proximal locking hole. No other visual issues were identified with the returned components of the device. The following implants were returned as a concomitant device without an alleged complaint condition. Product code: 04.038.220s lot #: h092708 . Product code: 04.005.536 lot #: l793944 . Product code: 04.005.534 lot #: l726992 . Upon visual inspection, there is no evidence that the implant contributed to the complaint condition, and therefore no additional investigation will be performed on the implant. Device failure/defect identified? Yes: the device failure/defect of broken was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: drawing reviewed: feature: outer diameter , specification: 15.66 mm +/- 0.1 mm, measured dimension: 15.65 mm, result: conforming, measurement device: caliper ca802. Document/specification review: drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the tfna fem nail ø11 le 130° l400 timo15 (p/n 04.037.161s lot h065787) as the implant was received broken into two pieces with a transverse fracture at the proximal locking hole. While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient and/or unintended forces. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H4 device history review part number: 04.037.161s, 11mm/130 deg ti cann tfna 400mm / left ¿ sterile lot number: h065787 (sterile) , lot quantity: 5, manufacturing location: monument, manufacturing date: 28-mar-2016, expiration date: 01-mar-2026. One piece was scrapped in cell at op #30, gundrill, for a runout failure. Note: an uneven wall thickness could potentially contribute to the reported complaint condition. The remaining five pieces were 100% inspected for this feature and determined to be acceptable. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Scn 12362 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: 9859484, lot quantity: 96. Purchased finished goods travelers met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55, lot number: 9937351, lot quantity: 1,000, work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 22-jan-2016 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive bp58, lot number: 9933513, lot quantity: 80. Work order travelers met all inspection acceptance criteria. Inspection sheet ns062925 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80, lot number: 9902536, lot quantity: 2,480 lbs. Certificate of analysis supplied by metalwerks pmd, inc. Dated 14-aug-2015 was reviewed and determined to be conforming. Lot summary report dated 18-sep-2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: tfna screw (part 04.038.220s, lot h092708, quantity 1), locking screw (part 04.005.536, lot l793944, quantity 1), locking screw (part 04.005.534, lot l726992, quantity 1) and end cap (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
This report is for one (1) unknown tfna nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tfna nail. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient will undergo a trochanteric fixation nail advance (tfna) removal due to the broken implant. There was no information provided about the removal surgery. Concomitant devices: helical blade (part: unknown, lot: unknown, quantity: 1); locking screw (part: unknown, lot: unknown, quantity: 1); end cap (part: unknown, lot: unknown, quantity: 1). This report is for one (1) unknown tfna nail. This is report 1 of 1 for (B)(4).